Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a needle retraction issue. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the reported needle retraction issue could not be determined. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, there was a needle retraction issue. The sensor was inserted into the abdomen on (B)(6)2018. A sensor was returned for evaluation. The device was visually inspected and found that the applicator did not complete deployment and the needle was partially exposed. The reported event of a needle retraction issue was confirmed. The probable cause could not be determined. No additional event or patient information is available.